Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in good condition. The investigator was unable to duplicate the customer's reported product problem. Leak testing was performed and the device did not leak. A root cause for the product problem was not established.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked water. It was not specified whether this event interrupted therapy. No adverse effects were reported.